Event description:
A follow up computerized tomography (CT) was performed and no abnormities were noted to explain the cause.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the pulseselect study, a patient experienced hyperthermia with a body temperature of 42°c, possible urosepsis, hematuria, inability to completely empty the bladder, and pain while urinating. Blood tests revealed clinically significant c-reactive protein (crp) values of 56 and 180, and blood/urine cultures identified citrobacter koseri. An antibiotic was initiated intravenously, temperature regulation was performed, and a urologist was consulted. Attempts to insert a catheter were unsuccessful, and bleeding stopped spontaneously. Outpatient follow-up was arranged. The patient was reported to be recovering or resolving from hyperthermia and possible urosepsis, while hematuria and associated symptoms were not recovered or not resolved. No further patient complications have been reported as a result of this event.